Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an 83-year-old male patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support when the surgery team turned down the elderly patient with underlying sepsis and acute renal insufficiency with multivessel coronary artery disease. The pump was placed but the patients condition deteriorated, and a code was called. The team explanted the pump with concerns of pump thrombosis. The team did not replace the pump nor proceed with the percutaneous coronary intervention.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. No issue found with the pump. It was reported that patient developed bradycardia, lost pulsatility, and ended up in asystole. To determine the true root cause of the vt/vf, related clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.